Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (damaged cable) was confirmed by the distributor. Upon investigation, the electrode belt had an intermittent open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the intermittent open wire was excessive force. No adverse event resulted from the intermittent open pulse wire.

Event description:
A us distributor reported that electrode belt sn (B)(4) had a damaged cable.